Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited oversensing of noise and a drop in qrs amplitude morphology measurements. The physician attempted to reposition the rv lead, but the same issues persisted. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection did not reveal any abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this right ventricular (rv) lead was positioned but exhibited oversensing of noise and a drop in qrs amplitude morphology measurements. The physician attempted to reposition the rv lead, but the same issues persisted. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.